Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: the device was returned and analyzed, primary analysis revealed no anomalies. It was noted that the there was a device loose/detached set screw. (B)(4).

Event description:
It was reported that during the attempted implant, the left ventricular (lv) lead was connected to the device and a wrench was usedto secure the lv lead. Upon lv lead electrical testing lead impedances were out of range indicating a connection issue. The lv lead was disconnected from the device and the device setscrew appeared to have been stripped. The device was explanted and replaced and the lv lead was secured without issue. No patient complications have been reported as a result of this event.